Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. This tibial insert could not be evaluated for the reported wear as it has not been returned to co. The lot code has not been supllied so that a review of the device history record is not possible. Atempts to obtain the device, catalog number, and lot code information have been unsuccessful.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert. The femoral component and tibial baseplate were also revised at this time to compatible revision components.